Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the patient was diagnosed with peritonitis and on the same date, the patient was hospitalized for the event. On (B)(6) 2012, the patient was treated with cefazoline 1 gm (2g/day, everyday) and gentamycin 40 mg (80mg/day, everyday) intraperitoneally (ip) for peritonitis. On (B)(6) 2012, treatment was discontinued with cefazoline and gentamycin and the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident and manufacturer site are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.